Manufacturer narrative:
E1: patient city: (B)(6). Patient country: israel. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that patient was hospitalized on (B)(6) 2025 due to hyperglycaemia and diabetic ketoacidosis. The value of ketones was 1.1 mmol/l. The patient was treated with injections. The length of hospitalization was greater than 24 hours. The patient experienced symptoms such as feeling sick, flu-like, tired. No further information available.